Event description:
It was reported that there were important blooding from the port of the catheter (external part of the catheter) when the dialysis machine operates. The device has been removed and replaced.

Manufacturer narrative:
The information provided by bard represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history record (lhr) of reyi0135 showed no other similar product complaints from these lot numbers. The device has not been returned to the manufacturer, at this time for evaluation.